Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: how did the clips not fire properly? -the doctor felt that the clip was placed on different position from position which the surgeon had thought to place the clip. Did the clips feed at all? -yes. Did the clips feed sideways? No. Did the clips feed more than one clip at a time? -no. Did the clips drop/eject from the jaws? - no. Did the clips fall into the patient? - no. If yes, how was it retrieved? -na. Which firing of the device did this event occur on? - no information. What vessel or structure was the device fired on at the time of the event? -cystic artery. Was the clip fully advanced into the jaws prior to firing? -yes. Was there any torquing or twisting of the device present at the time of firing? -no information. Was any unexpected resistance felt while firing the trigger? -no. Were any unexpected noises heard? -no. If so, when? Did anything unexpected happen prior to this incident? -no. Was the device fired after this incident in or out of the patient? -yes. What were the indications for surgery? What was found? -no information. Does the patient have any relevant history of surgical treatments? If so, what? -no information. Did somebody other than the primary surgeon fire the instrument? If so, whom? -no information.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. During analysis the jaws open and close as intended. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was not fired properly. Another device was used to complete the case. There were no adverse consequences to the patient. :